Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. The device was found out of specification in relation to the customer reported weak battery cell disposed which was reproduced. The reported condition was verified. The cause was determined to be the battery's inability to hold a charge is fluid intrusion. The device was found unserviceable due to the damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alleged to cause a "red battery alarm" to display on the pump. The problem was found during testing at the biomedical service department while running an infusion for 30 minutes the fully charged battery and displayed a low battery message before the 30 minute infusion was completed.. There was no patient involvement. No additional information is available.